Event description:
Patient had a severely broken leg due to a vehicular accident. Vena cava filter was placed due to levels of dvt and pe present. Upon filter introduction into the ivc, the filter was unsheathed, filter would not release from wire when the physician was pressing the release cannula wire. After several attempts, physician began twisting the delivery system and the filter finally released. At release the filter tilted, the hook wire was noted resting on the wall of the ivc.